Manufacturer narrative:
On (B)(6) 2019, mentor became aware the patient underwent explantation on *b)(6) 2019 and that the device had been found intact. On 7/30/2019, mentor received the device for analysis. Device evaluation summary: during evaluation of the device it was observed to be intact. No anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Concomitant products: mentor memorygel breast implant 225cc, catalog # 3502254bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a breast augmentation revision with mentor memorygel breast implant 225cc and experienced a rupture on the left side post operatively, which was confirmed by a physician via MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.